Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-00791 and 2134265-2015-00792. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter to visualize the unspecified target lesion. During percutaneous transluminal coronary angioplasty(actp), the physician noticed that the motordrive unit did not worked. Then the physician successfully performed a manual pullback using another motordrive unit with the same atlantis sr pro imaging catheter to complete the procedure. No patient complications were reported and the patient's condition is stable.